Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that resistance occurred in the distal section. There was no damage to the pipeline pushwire or catheter observed. There was friction or difficulty during delivery or positioning. The device did jump during deployment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported difficult anatomy with a vasospasm in the beginning. Because of the difficult anatomy they did the coiling first, to prevent jailing. After coiling the vantage was brought in - distal to the aneurysm with navien 5f and phenom27. The physician opened the device just a bit and wanted to pull the device a bit closer to the aneurysm but the catheter jumped a bigger distance than expected. The healthcare provider wanted to resheath the vantage but this was not possible anymore. There was no movement at all. After several attempts they moved the navien close to the system and removed all together. They opened a new device. There was no pulling needing and everything went well. As usual, they used a scepter balloon for better wall apposition which was difficult as well. It was noted that the final result was fine. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). Dapt (dual antiplatelet treatment) was administered (pru level was unknown). Angiographic result post procedure: everything was fine with the new device. The patient was being treated for an unruptured left aci with a saccular morphology. Landing zone (artery size): distal (mm) 3.72 x 3.8 and proximal (mm) 4.8 x 3.6. The patient¿s vessel tortuosity was severe. Ancillary devices: guide catheter navien 5f, microcatheter phenom27 (included in the returned bag), guidewire synchro, coils microvention.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the catheter tip was moved during deployment.

Event description:
Medtronic received information that ped3 pipeline vangtage jumped during deployment and had difficulty resheathing. Another ped3 had resistance. Aci left side, access with navien, aneurysm first coiled, then the ped3 was forwarded through a phenom27. As the position of the phenom was a bit too distal, the physician pulled carefully but the system ¿jumped¿ probably related to the difficult anatomy. He opened the device a very short distance and decided to resheath and replace the system again more distal. It was not possible to resheath the vantage. It did not move at all. With the navien pushed to the whole system he was able to catch the ped3 and remove it completely. He used another vantage, same size, positioned more carefully to avoid a jump and was able to implant the device successfully. With a scepter balloon he passed the complete device for a good wall contact. Also here he felt friction to pass the system. Assumed the problems are related to the anatomy. The patient was being treated for  a aci left, proximal diameter 4.8x3.6 ¿ length approx. 22 mm distal 3.72 x 3.8 mm aneurysm. No patient symptoms or complications were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis as found condition: the pipeline vantage device was returned stuck inside a phenom 27 catheter, a sealed biohazard bag, and a shipping box. Damaged location details: the tip coil was in good condition. The distal and proximal dps restraints and dps sleeves were intact, with no signs of damage. No defects were found on the re-sheathing marker or with the proximal bumper. The distal hypotube and ptfe shrinking tube were intact, with no signs of elongation and damage. The braid¿s distal and proximal ends were opened and frayed. The catheter tip and marker were examined, and no damage was noted. The catheter body was found to be accordioned at 3.5cm to 5.2cm from the distal tip. No damage was found on the catheter hub. The pushwire was in good condition. No other anomalies were found. Testing/analysis: the pipeline vantage was pushed out from the catheter lumen with difficulty, and resistance was felt. The catheter's total and usable length were measured and within specifications. The catheter was flushed with water and found patent. The catheter was tested by running an in-house 0.026¿ mandrel through the catheter hub. The mandrel successfully passed through the catheter hub without resistance; however, resistance was observed at the damaged locations. Conclusion: based on the reported information and device analysis, the customer¿s complaint of resistance was confirmed as the pipeline vantage device and the phenom 27 catheter were damaged. The damages noted on the braid (fraying) and catheter (accordioning) indicate that high force was used. The damages may have occurred when the user attempted to advance/retrieve the pipeline vantage device through the catheter against resistance. However, the cause of the resistance could not be determined. Possible resistance causes include severe vessel tortuosity, re-sheathing more than 2 times, and a lack of continuous flush with heparinized saline during the procedure. The customer reported severe vessel tortuosity in this event, which may have contributed to the resistance complaint. The customer also reported that the pipeline vantage device jumped during deployment. However, this complaint could not be confirmed based on the device analysis, but possible causes include vasospasm, severe vessel tortuosity, and a high-force delivery. Per the instructions for use (IFU): ¿use in anatomy with severe tortuosity, stenosis or parent vessel narrowing may result in difficulty or inability to deploy the pipeline vantage device and can lead to damage to the pipeline vantage device and microcatheter.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that in order to deploy the pipeline, the catheter tip must be pulled back.

Manufacturer narrative:
H3: product analysis as found condition: the pipeline vantage device was returned stuck inside a phenom 27 catheter, a sealed biohazard bag, and a shipping box. Damaged location details: the tip coil was in good condition. The distal and proximal dps restraints and dps sleeves were intact, with no signs of damage. No defects were found on the re-sheathing marker or with the proximal bumper. The distal hypotube and ptfe shrinking tube were intact, with no signs of elongation and damage. The braid¿s distal and proximal ends were opened and frayed. The catheter tip and marker were examined, and no damage was noted. The catheter body was found to be accordioned at 3.5cm to 5.2cm from the distal tip. No damage was found on the catheter hub. The pushwire was in good condition. No other anomalies were found. Testing/analysis: the pipeline vantage was pushed out from the catheter lumen with difficulty. The catheter's total and usable length were measured and within specifications. The catheter was flushed with water and found patent. The catheter was tested by running an in-house 0.026¿ mandrel through the catheter hub. The mandrel successfully passed through the catheter hub without resistance; however, resistance was observed at the damaged locations. Conclusion: based on the reported information and device analysis, the customer¿s complaint of resistance was confirmed as the pipeline vantage device and the phenom 27 catheter were damaged. The damages noted on the braid (fraying) and catheter (accordioning) indicate that high force was used. The damages may have occurred when the user attempted to advance/retrieve the pipeline vantage device through the catheter against resistance. However, the cause of the resistance could not be determined. Possible resistance causes include severe vessel tortuosity and a lack of continuous flush with heparinized saline during the procedure. The customer report of "movement during deployment" was not confirmed. Possible causes include vasospasm, severe vessel tortuosity, and a high-force delivery. Per the instructions for use (IFU): ¿use in anatomy with severe tortuosity, stenosis or parent vessel narrowing may result in difficulty or inability to deploy the pipeline vantage device and can lead to damage to the pipeline vantage device and microcathet ER.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.